Manufacturer narrative:
H10. D10. Concomitant products: (B)(6) - 02-010-01-0250 - logic femoral ps cem left sz 5 (B)(6) - 02-012-42-5008 - logic pts, size 5, 8mm (B)(6) - 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t (B)(6) - 1510-s - cemex system fast 70 gm (B)(6) - 200-02-38 - three peg patella 38mm (B)(6) - 201-78-88 - 4" drill bit, mod. Hex 2-pk (B)(6) - 201-78-88 - 4" drill bit, mod. Hex 2-pk (B)(6) - asa0030 - sterile disposable containers. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2015, and then experienced revision surgical procedure on (B)(6) 2020 approximately 4 years and 9 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be confirmed from the information provided but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.